Manufacturer narrative:
(B)(4). Device mfg date, 2/1/2025, was reported in error. Please disregard initial reporting of the manufacturing date, as this information is not related to the mobile app.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred on a mobile application. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.